Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the onflex mesh may have caused or contributed to the patient's recurrent hernia. To date, there has been no surgical intervention. At this time no conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the mesh should be large enough to provide sufficient overlap beyond the margins of the defect. If fixation is used, careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note the date of event is estimated as an exact date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remain implanted.

Event description:
It was reported that on (B)(6) 2018 the patient underwent the repair of a left inguinal hernia. The surgeon reports the procedure was ¿perfectly adequate¿ and ¿felt the mesh was placed well.¿ ten days postoperative a recurrence was identified. To date there has been no surgical intervention.